Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty. I received a depuy pinnacle hip system consisting of a pinnacle gription shell size 62 mm, with the 44 mm x 62 mm metal insert, a tri-lock femoral stem size 9 113 mm femoral stem, and an articul/eze m-spec 44 mm +5 femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort when walking, standing, and sitting. I also experience severe pain and discomfort and inflammation in my right thigh and right hip area.